Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, the device had a cuff breakage. There was endotracheal tube fixation with secretion and detachment. During the process, there was evidence of a pneumatic plug rupture. The patient was reintubated without complications.